Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was irritated, red and itchy. The patient obtained a prescription of dermagran b ointment from the health care practitioner (hcp) to be used after pod removal.